Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height matrix drawer 2.2 was having issues locking while staff were logged in. A field service engineer swapped out the solenoid to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) drawer failed to lock. The customer added that this malfunction occurred when trying to issue a medication to a patient there was a delay to the patient care workflow. Customer was unable to use the pyxis because of the jammed drawer. There were no adverse events or injuries reported based on this event.